Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were having pain at their battery implant site that started 5 days ago. Patient stated while on the call that the pain was no longer present. Agent asked if patient had made therapy adjustment when the pain started. Patient said no, they had gotten assistance over the phone with therapy setting adjustments a few weeks ago. Agent walked patient through successfully connecting to ins and patient reported being at program 4 with amplitude of 0.1 ma. Agent reviewed the amplitude was quite low. Agent reported they had return of slow and sporadic urination over the past few weeks. Patient will continue to monitor symptoms. Agent suggested patient follow-up with managing health care provider (hcp) if pain at implant site returned. On 2025-mar-28 additional information was received from the patient. They reported that patient stated they had a nerve test done 6 months ago and a pin hit the implant site, but when initially asked for event date patient stated a week ago, event date unclear. Agent reviewed option for turning therapy off. Patient was redirected to hcp again. Patient stated they have not been able to get a hold of hcp.